Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer¿s blood glucose level. Technical support was tasked for follow-up, and multiple attempts were made to contact the customer, including leaving a voicemail and sending an email. Ultimately, the case was closed by technical support.